Manufacturer narrative:
Citation: poster session of the 47th annual meeting of the (B)(6) society for cardiovascular surgery. Title: pp-212 ¿my experience with transcatheter aortic valve replacement using self-expandable bio-prosthesis valve (corevalve and evolut r) at university of w isconsin¿, university of wisconsin, dr. Satoru osaki et al. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information from a poster session of the 47th annual meeting of the (B)(6) society for cardiovascular surgery. Summary: the purpose of this study was to evaluate early clinical outcome of tavi with medtronic corevalve and evolut r. All data were collected from a single center between (B)(6) 2015 and (B)(6) 2016. The study population included 55 patients (female 47%; mean age 79 years old) with severe aortic stenosis, all of which were implanted with medtronic corevalve/evolut r (serial numbers not provided). Among all patients, adverse events included: major vascular complications (4%), bleeding (9%), embolization or migration (2%), stroke (6%), tia (4%), permanent pacemaker implantation (16%), moderate/severe paravalvular leakage (% not specified). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.